Event description:
Home patient (hp) contacted baxter's technical service center (tsc) for assistance regarding a system error 2240 message that appeared on the display of hp's homechoice machine during drain 2/4 of hp's automated peritoneal dialysis (apd) therapy. Reportedly, hp forgot to press stop prior to disconnecting the transfer set from the patient line of the homechoice set. When hp returned, the homechoice machine was alarming, in an endeavor to correct the issue, hp reconnected the hp's transfer set to the patient line of the homechoice set. Tsc assisted hp in ending treatment early, and advised hp to have the hp's rn setup with new supplies to complete the hp's therapy. Per rn, no patient injury or medical intervention was associated with this incident.